Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient required surgical intervention to remove her generator due to reported generator site infection. The surgery occurred on (B)(6) 2015 and the generator was explanted at that time. A review of device history records showed that both the lead and generator were sterilized prior to distribution. The product has not been returned to date. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Additional information was received indicating that the patient had an appointment with the surgeon on (B)(6) 2016. In relation to the previous infection at the generator site, her original incision site was still red, but it was not tender. Plans were made to implant a new generator in the future. No additional pertinent information has been received to date.

Event description:
Further information was received indicating that the patient's explanted generator was discarded after surgery. No additional pertinent information has been received to date.